Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery jumped from 40% to 60% after being disconnected to a power source approximately a year ago. There was no reported impact to the customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.